Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported that there was a fluid air exchange issue during a surgical procedure. It is reported that instead of air entering eye, liquid was introduced. The patient experienced a retinal detachment. The surgery was confirmed to have been one hour more than expected. The procedure continued and was completed. The company representative examined the equipment on and found that all parameters of the equipment met specification. The customer informed him that it was possible to have been caused by a leak between the connections (from the pipe leading the gas to the console). Additional information was requested but was not obtained. Without additional, related information the cause of the reported event cannot be determined conclusively. The system was examined. The company representative did not indicate replicating any issue related to the reported event. However, nitrogen regulator was replaced for the customer. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was a fluid air exchange issue during a surgical procedure. It is reported that instead of air entering eye first liquid came in. The patient experienced a retinal detachment. Additional information has been requested.